Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2012 and a sling was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative:it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse with cystocele, stress urinary incontinence, pelvic adhesions, fitz-hugh-curtis syndrome and a sling was implanted. Concomitantly the patient underwent a laparoscopic assisted vaginal hysterectomy/bilateral salpingo-oophorectomy, uterosacral vaginal vault suspension, anterior colporrhaphy. It was reported that post implantation, patient experienced pain, dyspareunia, and urinary problems (B)(4) - dyspareunia; urinary problems.